Event description:
Customer reported that the pump battery was depleting too quickly, but there was no shutdown. Blood glucose level was not adversely affected despite the issue. To address the battery depletion problem, the customer uninstalled and reinstalled the mobile app as instructed by technical support. The customer continued using the pump for insulin therapy.